Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to no or minimal muscle in bladder, which resulted in urinary incontinence. It was reported that following insertion the patient experienced urinary incontinence slowly becoming more frequent, urge to urinate, pressure near scar tissue and bladder, uti leading to kidney infection, kidney stones, pelvic and/or ovarian pain and cramping, and increased anxiety. It was reported that patient underwent video hysteroscopy d&c and novasure endometrial ablation on (B)(6) 2011 for dysmenorrhea. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.